Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the product was received no label. The product will be returned.

Manufacturer narrative:
(B)(4). Additional information: the ebf01 sales unit carton was visually inspected and it was confirmed that pressure sensitive sales unit label was not present on the carton. Label reconciliation documentation was evaluated and no discrepancies were noted. It is suspected that another carton received two labels. Batch history review showed that unrelated quality notice 201400903 was issued during production, but no rework occurred. No related complaints were noted on lot l4ep2z. The customer supplied some photographs, which were reviewed. The sample is consistent with the sample seen in the customer photograph.